Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. A stent was implanted in (B)(6) 2011 in the left anterior descending artery. The patient presented in (B)(6) 2011 with chest pain and a totally occluded stent was found. The patient had not been taking anti-platelet medications. The procedure was completed with multiple rounds of plain old balloon angioplasty and better flow was restored. The physician speculated that it could have been a taxus liberte stent but was unable to confirm. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).